Event description:
It was reported that during a procedure in an unknown vessel with mild tortuosity and no calcium, the promus stent dislodged off the balloon. It was noted that the stent was retrieved from the anatomy using a non-abbott balloon catheter. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Potential factors that can effect stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. In this case, there was no report of any damage observed to the promus stent delivery system (sds) or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. The anatomical condition was described as mildly tortuous, which may have contributed to the reported difficulties. It is possible that the sds interacted with the anatomy during advancement and/or retraction of the device, such that the stent became disrupted on the balloon and eventually dislodged into the vessel, although this cannot be confirmed. Overall, based on the information provided and without the product to examine, a definitive cause for the reported stent dislodgement cannot be determined. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. All stent delivery systems are visually inspected for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.